Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after experiencing a syncopal event. Patient evaluation noted sinus pauses and first degree av block. The caller was inquiring about current patient data that was recorded. The timing of this strip did not correlate with the syncopal event. No root cause was confirmed for the syncope. No additional adverse patient effects were reported.